Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited pump related issues. A surgical procedure was performed, during which the pump was removed while the cylinders and reservoir remained in place. A new pump was implanted and connected, restoring proper device function. No patient complications were reported.